Event description:
It was reported that the patient booked a revision surgery of all components of an inflatable penile prosthesis (ipp). The reason for the revision is unknown. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision surgery occurred on (B)(6) 2019. The ipp device was replaced.

Event description:
It was reported that the patient booked a revision surgery of all components of an inflatable penile prosthesis(ipp). The reason for the revision is unknown. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision surgery occurred on (B)(6) 2019. The ipp device was replaced.

Manufacturer narrative:
System components: reservoir: model- 720185-01, lot sn- 793548001, mfg date- 08/30/2012, exp date- 09/24/2014, (B)(4). Additional information received that the device was replaced due to fluid loss from the tubing between the pump and cylinder. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced fluid loss with the ams 700 lgx inflatable penile prosthesis (ipp) due to a break in the tubing between the pump and cylinder. The entire ipp system was removed and replaced with a new one.

Manufacturer narrative:
Additional information received that the patient has reported no further complications and is now using his new implant. Analysis of the reservoir found no leaks. The reservoir performed within specifications. Analysis of the lgx preconnect ms 18cm ps iz device identified no leaks in cylinder 1. Cylinder 2 had a bulge with broken fabric threads. The pump had a leak in the cylinder tubing in the strain relief junction due to fatigue and avulsion. Review of the manufacturing records for batch 757514 confirmed that there was a total of 5 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.